Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9530xs-03 trial, humeral insert, 33 +3 batch number 465326 was received for evaluation. Visual inspection found that the device was broken into two pieces; the material around the threaded holes shows nicks, dents, and material loss. A functional test was not performed because the device was damaged. The most likely cause of the reported failure is user error, including the application of excessive force, blunt force, or impact. Directions for use dfu-0023-eor5_fmt_en, instruments: I. Cautions: 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.

Event description:
On 11/24/2025, it was reported by a sales representative via (B)(4) that an ar-9530xs-03 humeral trial snapped in half during a case. Noticed during a case, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.